Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is not possible to connect the patient to the fitting software cause an error message shows that the serial number of the device could not read. A general problem with the software was ruled out. The patient had suddenly no sound perception with the device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to implant site. Even though no such event, like an accident, is mentioned in the patient report.

Event description:
The user had suddenly no sound perception with the device. Family reports no incident of accident or trauma. User was re-implanted.